Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty integrated circuit on the smart pneumatic module (spm) board. The spm board was replaced to resolve the reprot. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1472" error message. Complainant indicated that there was no patient involvement in the reported malfunction.